Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Us customer quality (cq) returned product investigation flow: visual. The following summary includes information provided by the manufacturer. Reference pi attachment "(B)(4) investigation memo - signed". Visual inspection visual inspection performed by us cq and the manufacture revealed missing features per manufactured-to engineering drawing: no locking-threads present on the head of the screw and no self-tapping flutes at the distal tip of the screw. The part was inspected using magnification and the shaft's threads were found to be stripped. It was also noted that the anodization was worn from the distal area of the screw head. Document/specification review drawing was reviewed during investigation. No design issues were noted. It is apparent after drawing review that a manufacturing issue occurred for this device. Conclusion the complaint was confirmed with investigation. The device was missing two features: the locking-threads on the screw head and the self-tapping flutes on the distal tip. The stripped shaft-threads and wear to the anodization layer on the screw head was considered attributable to use of the device with the missing flutes and locking threads, respectively. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The root cause was determined to be a manufacturing issue. A manufacturer nc has been initiated. Further information and progress of the nc investigations will be documented in their respective quality systems. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot sterile - part : 04.211.014s, lot: 2l36704, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: nov. 20, 2018, expiry date: nov. 01, 2028. A manufacturing record evaluation was not performed for the sterilized device lot number, the complaint condition is not related as the sterilized procedure has no relationship to the described damage of article. Non - sterile - part : 04.211.014, lot: h754644, manufacturing site: monument. Manufacturing location: monument, manufacturing date: oct 19, 2018, part number: 04.211.014, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 14mm, lot number: h754644 (non-sterile), lot quantity: 183. Forty-two pieces were scrapped in cell at op #20, turn/thread head, flute after a machine malfunction. Based on the operation this malfunction occurred at, it is possible that this contributed to the reported complaint condition of ¿no thread at the head of the screw¿. The traveler indicates that the lot was sorted but there is no evidence of the failure noted on the inspection sheet, at that operation. Work order traveler met all inspection acceptance criteria apart from the forty-two pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, ns049907 rev n met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release however, there was an issue documented during the manufacture that, potentially, could have contributed to this complaint condition. Component(s) reviewed: part number: 04.211.014.999 2.8mm ti screw blank 14mm 02.7 variable angle w/sd8, lot number: h729302, lot quantity: 232. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point, ns072130 rev b met all inspection acceptance criteria. Device history review jan 07, 2020: DHR reviewed . This lot met all criteria at the time of release however, there was an issue documented during the manufacture that, potentially, could have contributed to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for olecranon fracture with the locking screw in question. During the surgery, the surgeon could not lock the locking screw to a plate, because there was no thread at the head of the screw. The surgeon removed the screw, and he used another screw instead. The surgery was completed successfully without any surgical delay. No further information is available. Concomitant device reported: plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 14mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.